Manufacturer narrative:
It was reported that the d850 table is allegedly automatically unlocking. A stryker field service technician (sfst) investigated the issue and found that the customer was using the hand pendant recalled in z-1488-2013. The recalled hand pendant was removed and a new hand pendant installed. There was no associated procedure, adverse events or serious injuries reported.

Event description:
It was reported that the d850 table is allegedly automatically unlocking. There was no associated procedure, adverse events or serious injuries reported.